Event description:
Customer reported the insulin pump had a crack on the top of the device, by the insulin. Customer's blood glucose level was 88 mg/dl. Customer said she noticed the crack while she was in the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had a scratched lcd window. The corners of the display window, battery tube threads, and the reservoir tube lip were cracked.